Manufacturer narrative:
Service was dispatched to the site. The field service engineer (fse) noted that instrument blood urea nitrogen (bun) was disabled as well. The fse replaced the modular chemistry (mc) sample probe and cleaned off excess fluid on mc side of instrument. The fse executed calibration and precision assessments with acceptable results. Although repairs were made to the instrument prior to returning it into service, a definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 an erroneous low glucose (glu) result was generated from an unicel dxc 800 synchron system. The erroneous glu result was not released from the laboratory, and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The glu test was repeated, however the customer did not provide the amended result. Instrument quality control (qc) results met customer established specifications during the timeframe of the event, but were low. Patient information as well as sample preparation and handling information associated with this event were not supplied by the customer.